Event description:
It was reported that this right ventricular (rv) lead was part of a system revision and wound debridement due to pocket discomfort and infection. There were no additional adverse patient effects reported. The rv lead remains in service.